Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was being inserted into the eye and the leading haptic was already out of the inserter, the lens was stuck in the cartridge. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: through follow up it was learned there was no patient injury because it (the lens) came out of the inserter before inserting it into the eye. (B)(4). Device available for evaluation?: yes, returned to manufacturer on 08/24/2017. Device returned to manufacturer?: yes. Device evaluation: the device was returned to the manufacturing site for evaluation. The plunger was observed in the advanced position of the cartridge. Visual inspection at 10x microscope magnification showed a lack of lubricant residue in the device. The lens was observed caught at the cartridge tip and the leading haptic was observed in a folded position. The reported issue of lead haptic not folded was not verified; however, the lens was observed stuck at the cartridge tip. The condition in which the unit was received is consistent with product that was handled and prepared for surgical process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.